Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and gave remote access to the instrument. Ccc retrieved quality control (qc) results, which were within range. A siemens headquarter support center (hsc) specialist evaluated the instrument data. The integrated multi-sensor technology data contained the measurements used to verify adequate imt fluid and standard a reagent volume. The measurements for sid (B)(6) were low in comparison to other samples, indicating the quality of sample was atypical. Based on these observations, hsc concluded this event is likely sample specific due to the presence of gel or fibrin combined with potassium rich cellular material in the plasma portion of the sample. The cause of discordant, falsely elevated na and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The initial discordant results were flagged with delta check, indicating the results did not match with results previously obtained for the patient. The sample was repeated twice on the same instrument, resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.